Event description:
It was reported that after wearing the pod between 4 and 24 hours, the site was irritated, painful which became purulent and infected after a week. The patient visited the hospital experiencing body aches, chills and high blood glucose (bg) levels of 31.8 mmol/l (572.4 mg/dl) where was diagnosed with a staph infection, was given naproxen, antibiotics (name unspecified) and received treatment as an outpatient for the following 7 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.